Manufacturer narrative:
Evaluation summary. (B)(4). It was reported during an atrial fibrillation (afib) procedure, a steam pop was heard during an ablation. Then a pericardial effusion was found by using ultra sound. The patients' blood pressure dropped and a pericardiocentesis was performed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility. It was found within specifications. A deflection test was also performed and the catheter passed. Then the catheter was tested for eeprom and calibration functionality. The catheter failed during calibration functionality test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to an internal pc board failure. Finally, an irrigation test was performed and catheter failed. Further investigation revealed that the irrigation tubing was damaged. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device failed on irrigation and calibration. However, the root cause of the pericardial effusion remains unknown.

Event description:
It was reported during an atrial fibrillation (afib) procedure, a steam pop was heard during an ablation. Then a pericardial effusion was found by using ultra sound. The patients' blood pressure dropped and a pericardiocentesis was performed. Upon request from the bwi field representative, additional information was provided on the event. A steam pop was heard during rf of cti. The physician removed the navistar thermocool catheter and looked for char. He then reinserted the catheter. The physician checked the heart border with fluoroscopy and looked for a pericardial effusion with ice catheter. There was normal heart border movement. No pericardial effusion was noted. The patient's blood pressure and heart rate remained consistent from earlier in the procedure so the physician continued to perform the cti ablation. After catheters were being removed, the patient's blood pressure dropped. A second look reflected slow moving heart border and 1cm pericardial effusion. A pericardiocentesis was performed with 200ml fluid being removed. The drain was left in the patient. An echocardiogram was performed that afternoon and the drain was removed at that time. There were no other factors that might have contributed to the tamponade event. The user did not experience any difficulty in manipulating the catheter. The patient received 68 ablations before the event. The rf generator was set to "power-control" mode at 35. The power was not titrated during the ablation. The temperature cut-off was set to the default setting. The flow setting was set to 30ml. The sheath used was a safl. The act maintained during the procedure was 300-350. The patient received 26,000 units of heparin during the procedure. The patients' updated health status is good.

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Soundstar catheter: model #: m-5723-05, lot #: OEM_m-5723-05. Device evaluation anticipated but has not yet begun. Lasso w/ auto ID catheter: model #: d-1220-79-s . Lot #: 15745685l. Device evaluation anticipated but has not yet begun. Lasso w/ auto ID catheter: model #: d-1220-80-s, lot #: 15759288l. Device evaluation anticipated but has not yet begun. Non bwi sheath - safl. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).